Event description:
It was reported that the internal screw is locked and the head is twisted of reference 961048 femoral test box of 2.5, and reference 961045 femoral test box of 5 does not have the internal screw.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was not returned for analysis. All photographic evidence was reviewed. Based on the provided evidence complaint cannot be confirmed. Stripped condition cannot be observed due to image low quality. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.